Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level. Blood glucose level at the time of the incident was 40 mg/dl and another blood glucose level was 177 mg/dl. Customer stated that too much insulin was dispensed because the amount of carbohydrates was greater than what she ate. Customer was treated with food for low blood glucose level. Customer had experienced symptoms as weakness and customer felt tired. It was unknown that customer was using auto mode or not. Customer reported they did not feel okay to troubleshoot. The insulin pump will not be returned for analysis.